Event description:
Additional information was received that the device was reprogrammed. It was noted that the problem still persisted after reprogramming. No additional intervention has been completed to address the new episodes.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed. The patient is stable.